Event description:
It was reported that bd maxzero needless connector was leaking. The following information was received by the initial reporter with the following verbatim. It was reported that the maxzero connector splashed blood into an rns eye when it was disconnected from a syringe

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.